Event description:
Triple lumen catheter with cordis being changed to catheter only. Upon removal the tip was gone. Chest x-ray showed line retained. Pt taken emergently to interventional radiology where it was removed.